Manufacturer narrative:
An event of hypotension, cardiac arrest and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including, patient age, pre-existing heart block, heart failure, anatomical factors such as calcification extending beneath aortic annular plane in the interventricular septum and implant depth. The patient medical history included hypertension, aortic stenosis which could have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was reported that there was no allegation or malfunction related to the device. From medical review: "echo demonstrated no effusion or navitor valve dysfunction per narrative. A root cause cannot be determined based on the narrative provided."

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was implanted utilizing a small flexnav delivery system. The valve was implanted successfully. The patient remained hemodynamically stable throughout the implantation. There was no complications during the surgery. Upon extubating, the patient developed hypotension and cardiorespiratory arrest. The patient did not respond to new orotracheal intubation and resuscitation maneuvers. Ultrasound imaging showed no signs of pericardial effusion, cardiac tamponade, or defect with the implanted valve. The valve was stable in place. The patient reportedly died due to unknown causes that day, (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.